Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing detached close to the connector. The site location was patient's abdomen and the pump was located on the abdomen as well. Moreover, the infusion set had been used for second day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body no further information available.